Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the insulation material at distal end of an s90 electrode came off and into the patient's joint space; they do not know if all was removed. However, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The device was received and evaluated visually; both with the naked eye and under power. The event description talks about some of the black insulator material at the distal end of the device coming away and falling into the patient's body; however, this device's insulation material appears intact but damaged, cannot discern any missing material. The material in question is damaged; is scuffed and somewhat displaced, which is indicative of having been abraded against something hard or sharp, like a cannula or scope edge. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. Mitek attributes the device's condition to a user issue; technique related. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.